Manufacturer narrative:
(B)(4). The reported inability to communicate with the device was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined. (B)(4).

Event description:
It was reported that during the device change out initial interrogated device lost telemetry. The device was not able to interrogate with different programmers. Rebooting the programmer did not resolve the issue. The device was replaced. The patient was in good condition.